Event description:
Clinical study it was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.5mm, 95% stenosed, 10mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus libertr' 2.50x12mm drug eluting stent in the perget lesion. There were no reported complications. Less than 24 hours after the initial procedure, the pt experienced an mi. No treatment was performed and it resolved. The pt was discharged 2 days later on plavix and aspirin. The product is only ous approved but it is similar to a marketed us device.